Manufacturer narrative:
Major bleed/access site adverse event: the cause of the access site adverse event was most likely patient condition related to dic per clinical details.

Manufacturer narrative:
Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 27-year-old female patient presenting with cardiomyopathy. The patient had a history of diabetes mellitus and was classified as scai shock stage e. Following placement, bleeding was observed at the impella access site, and the patient received 2 units of packed red blood cells. Device was subsequently explanted and patient remained on va ECMO. The reported event is a major bleed requiring blood transfusion. Access-site bleeding is a known risk identified in the impella instructions for use, associated with large-bore arterial access and the anticoagulation and purge requirements necessary for mechanical circulatory support. The bleed was managed with standard interventions, and it is unknown whether recommended best practices for access management were followed.